Event description:
During a rotator cuff repair, the tip of the driver broke off inside the anchor as the anchor was being screwed into the pilot hole. The surgeon was unable to retrieve the broken piece with a grasper because it was wedged inside the anchor. The surgeon chose to use the tap and mallet to secure the broken piece of driver into the implant. Following, the pt was transferred to recovery and was discharged in the usual manner.

Manufacturer narrative:
Investigation findings: an investigation could not be performed because the driver was discarded by the user facility. The driver used in this event is made of 17-4ph stainless steel and not meant for implantation. The instructions for use (IFU) cautions the user: *proper orientation and alignment of instruments is important during implantation of the crossft suture anchor to minimize possible breakage of the anchor.